Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The complaint of "the pump had an unattached downstream occlusion seal" was confirmed during the visual inspection. The cause of reported issue was downstream occlusion (dso) seal separating from the chassis adjacent the air detector. Replaced the dso seal to correct the issues. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The device passed all functional testing after repair.

Event description:
It was reported that the pump had a bubbled and unattached downstream occlusion seal. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.